Event description:
It was reported that between dec 2007 and jan 2011, the patient received inappropriate atp therapy for multiple episodes of svt. One of the episodes in (B)(6) 2010, the rhythm was not converted, but accelerated to vt for which the patient received high voltage therapy. No further information is available.